Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 20-oct-2023. [Additional information]: on 20-oct-2023, a response was received from the study site via the excellent clinical study team related to the location of the subarachnoid hemorrhage / bleed in relations to where the study device was used: "the thrombectomy was on the right side. The location of the bleeding is the right sylvian fissure. The bleed was not a lot and resolved within a few days." Per the additional information received on 20-oct-2023, the location of the bleed, the right sylvian fissure, is relative to the target location of the procedure. The main branches of the middle cerebral artery (mca) are located deep within the sylvian fissure. Additionally, despite the event being assessed as not serious and mild in severity, more than one third of survivors of sahs suffer from major neurologic deficits. As explained in the referenced literature article, cognitive deficits are present even in many patients considered to have a good outcome. Therefore, the event remains reportable to the usfda, as the event meets the definition of a serious injury and the correlating relationship of the event to the used device cannot be ruled out completely. The file will be re-reviewed if additional information is received at a later date. Reference: nelson se, fragata I, rowland m, de oliveira manoel al. Editorial: outcomes in subarachnoid hemorrhage. Front neurol. 2023 may 3;14:1186473. Doi: 10.3389/fneur.2023.1186473. Pmid: 37206913; pmcid: pmc10191253. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, weight, race, and ethnicity were not provided. Section e.1: the name, phone and email address of the initial reporter are not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (22j003av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. There was no device performance issue or device malfunction reported during the procedure. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The reported intraprocedural subarachnoid bleeding event was discussed with the medical safety officer (mso) on 25-aug-2023. While the mso does not have reason to question the pi¿s assessment that the subarachnoid bleeding was not related to the embotrap device, in order to rule out completely the possibility of the device attributing to the event, this would require knowing where the location of the bleed was in comparison to the use of the device. Should additional/clarifying information be received in the future, the determination will be re-considered. Subarachnoid hemorrhage is a known potential complication associated with the use of the embotrap iii device and is listed as such in the instruction for use (IFU). The reported intraprocedural subarachnoid bleeding event was assessed by principal investigator (pi) as being unrelated to the embotrap iii study device but having a probable relationship to the primary surgical procedure. However, relationship of the device to the reported event cannot be disassociated because the event occurred during the time the device was used. Additionally, the location of the bleed in comparison to where the device was used remains unknown at this time. Therefore, this event will be conservatively reported to us FDA under criteria 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excellent study, the 84-year-old female patient with a history of atrial fibrillation and hypertension presented with an unwitnessed wake up stroke. The last time the patient was seen well was on (B)(6) 2023. On (B)(6) 2023, the patient presented with symptoms and to the treating hospital where computed tomography (CT) imaging confirmed an ischemic stroke. Intravenous tissue plasminogen activator (tpa) was not administered. The suspected origin of the embolism was cardioembolic. The patient¿s baseline nih stroke scale (nihss) score was 12 and a modified rankin scale (mrs) score of 0 ¿ no symptoms. On (B)(6) 2023, the patient underwent an endovascular mechanical thrombectomy using a 5mm x 37mm embotrap iii revascularization device (et307537 / 22j003av). The pre-pass modified thrombolysis in cerebral infarction (mtici) score was 0. The embotrap iii device made only one (1) pass targeting an occlusion at the right m2 segment of the middle cerebral artery (mca) and the right carotid t via a rebar¿ 18 microcatheter (medtronic) and a sofia¿ 5f intermediate catheter (microvention) with 2 minutes incubation time. The post-pass mtici score was 3, with clot retrieval. There were no reported intraoperative study device deficiencies. The patient¿s 24-hour post-procedure nihss score was 6. The patient was discharged on (B)(6) 2023 to ¿friends near the rehabilitation center¿ with a nihss score of 0. The modified rankin scale score (mrs) assessment was not done. On (B)(6) 2023, it was reported that the patient experienced intraprocedural subarachnoid bleeding . The principal investigator (pi) assessed this event as not serious, mild in severity, and as unrelated to the embotrap iii study device, but having a probable relationship to the primary surgical procedure. The event did not require an additional surgical intervention. The event was ¿recovered/resolved¿ with an end date of (B)(6) 2023.